Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had time clock anomaly. Customer¿s blood glucose level was 126 mg/dl at the time of incident. Customer states that the clock was losing time. Customer stated that the insulin pump had battery out limit and they were able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No time or clock anomaly noted.